Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that they are getting a repeated error code 1113 (invalid test results, read value -0.75) when running one pt's sample on the axsym digoxin iii assay. There was no impact to the pts' management reported.